Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, lump/nodule.

Event description:
Healthcare professional reported "right side rupture" ¿hypointense lines characteristic of intracapsular rupture are seen in the right implant. Intracapsular rupture¿. ¿adjacent to the implant, in the posterior region there are nodular silicone images of an intensity compatible with silicones, the dominant one in the lower region measuring 50 x 7 mm¿. The device remains implanted.